Event description:
The reporter stated that set did not infuse during admin of dopamine. The rn noted that the pump alarmed air-in-cassette however, as she did not note any air present in the cassette, she cleared the alarm and continued the infusion. The pt's blood pressure did not respond. A normal saline bolus was given and the set was replaced. The pt's blood pressure stabilized.